Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4)/2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event. The patient stated the cgm was displaying 3.6 mmol/l in which they became unresponsive and incoherent. They stated an ambulance was called a 4:30am. It was indicated that the patient's blood glucose reading was low. The patient was treated with glucose liquid paste, food and drinks. Their glucose increased to 3.6 mmol/l after treatment and after an hour, it increased to 5.0 mmol/l. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation and root cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the receiver had intermittent audio output and the patient experienced a hypoglycemic event.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. A verifying statement was received on 03/07/2019 making this is a non-complaint due to validation of the receiver was not at fault, and working as expect from the the patient. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event. The patient stated the cgm was displaying 3.6 mmol/l in which they became unresponsive and incoherent. They stated an ambulance was called and transported them to the hospital. It was indicated that the patient's blood glucose reading before arriving at the hospital was low. The patient was treated with glucose liquid paste, food and drinks. Their glucose increased to 3.6 mmol/l after treatment and after an hour, it increased to 5.0 mmol/l. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation and root cause could not be determined. No additional event or patient information is available.